Manufacturer narrative:
Additional information provided in d.9, h.3, h.6 and h.10 the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an irregular flap. Reporter informed that the results are not good yet¿. Additional information has been requested.